Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed/error/alert occurred on for transmitter with serial number (B)(6) and lot number 7276045. However, transmitter with serial number (B)(6) and lot number 5268162 was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and failed for serial number (B)(6) and lot number 5268162 within the investigation window. The allegation was confirmed. The probable cause was determined cannot be determined-post investigation. The reported event of transmitter failed/error/alert is reportable because there were fatal errors in the log. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.